Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6) 2011. According to the complainant, during preparation, it was reported that a hair was found in the sterile compartment. Additional follow up event information reported that the hair was located on the sterile piece on the white tray. The sterile piece that is handed to the physician. There were no further complications reported with this event. The patient was reported to be "fine."

Manufacturer narrative:
Although the product has been returned, the device has not yet been evaluated. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
The hta procedure set was returned and evaluated. The complaint investigation revealed a hair was found inside the molded tray that holds the sheath. The root cause classification for this event is supplier manufacture, based on the returned condition of the product.

Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2011. According to the complainant, during preparation, it was reported that a hair was found in the sterile compartment. Additional follow up event information reported that the hair was located on the sterile piece on the white tray. The sterile piece that is handed to the physician. There were no further complications reported with this event. The patient was reported to be "fine."